Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The reported sensor error occurred on (B)(6) 2024 and the sensor was removed on that day. At the time of the patient's reported hyperglycemic event, the patient was not wearing a sensor and was not in an active sensor session. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ""???", "no readings", "sensor error", "wait up to 3 hours", "brief sensor issue" or hour glass for over 1 hour" occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a hyperglycemic event, experienced a headache, nausea, and weariness. The parents stated they did not have any way to check the blood glucose reading when the sensor error occurred, and that no attempts to treat the patient were done at home. Around 3-4 hours after the cgm stopped working, the patient was brought to the hospital by the parents. When the patient arrived at the hospital a fingerstick was taken and the blood glucose reading was 390 mg/dl, and the patient was admitted into the intensive care unit because of diabetic ketoacidosis. The patient was treated with intravenous insulin, potassium, and high salt solution. Besides this the patient was also treated with cleopan and paracetamol. The patient stayed for a total of 2 and a half days in the hospital. At the time of the report the patient was stable and had a stable unknown blood glucose level. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.